Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the manipulation wire for one of the two jaws was disconnected and detached, preventing any actuation on the affected jaw. The forceps was inspected under a microscope and noted some tissue build up on cups and manipulation wires, indication that the device was used. In addition, a small portion of the detached manipulation was not returned with the device and is suspected to be missing. The most probable cause of the reported event could be attributed to the operator¿s technique. The instruction manual for use states, ¿do not withdraw the biopsy forceps while the endoscope is angulated. Doing so could cause the manipulation wire to detach from the cups.¿

Event description:
Olympus was informed that during a diagnostic bronchoscopy procedure, the forceps broke inside the patient and was unable to open and close on one side of the jaw. This occurred after the second biopsy was performed when the forceps was on the closed position on the bronchial wall. It was further reported that no pieces detached from the forceps and into the patient; however, it is unknown if x-ray was performed to confirm that no device fragment was retained inside the patient. The procedure was completed using a different forceps. No patient injury reported.